Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Additionally, the crt-d and another manufacturer's left ventricular (lv) lead exhibited low out of range pacing impedance measurements less than 200 ohms. Out of range measurements were unable to be reproduced in clinic. It was noted that the patient underwent a recent surgical procedure, however, it was unknown if the surgical procedure correlated with the out of range measurements. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi) and discussed the option of continued monitoring. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal only segment of the lead was returned severed approximately 5.5 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was later explanted and returned with no additional information linking the explant to the previous reported clinical observations. No adverse patient effects were reported.

Event description:
Additional information was received that the out of range measurements did correlate with the recent surgical procedure that the patient underwent. The physician plans to continue monitoring.